Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. There were no particulates within the cassette area. There were no burrs or sharp edges in the cassette area that could have punctured the cassette membrane. An exterior visual inspection of the returned cycler showed no signs of physical damage. Upon power up, the cycler touch screen test failed. When powering on the cycler the front panel display flashed white for approximately one second and then went black and then cycled back to white and black repeatedly. The internal inspection of the cycler showed that there was evidence of thermal decomposition at pin 13 (12-volt return) of the defective power supply. A known good power supply was installed, and the front panel display became operational. Removed functioning power supply from the complaint cycler at the completion of the investigation. An investigation of the cycler mushroom heads verified that the surface conditions and alignments were within specification. There were indications of dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the observed dried fluid could not be determined. An internal visual inspection of the returned cycler encountered no other discrepancies. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed, and the cause was determined to be thermal decomposition of a defective power supply. The cycler was refurbished following the evaluation.

Event description:
It was reported that the screen of a patients liberty select cycler was flashing during their peritoneal dialysis (pd) treatment, the patient was unable to see anything, so they disconnected and powered off the cycler. The cycler was plugged directly into the wall outlet and the power cord was secure on the back. At that point in time, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was not available. Upon follow up, the pdrn confirmed that there were no adverse events or medical intervention required as a result of the reported event. The patient was able to complete treatment manually. The cycler was returned to the manufacturer and a replacement cycler was provided and received. Upon physical evaluation of the cycler by the manufacturer, evidence of thermal decomposition of a defective power supply was identified.